Manufacturer narrative:
The surgeon reported that no system malfunction occurred during the procedure and that the procedure was prolonged and converted due to the patient's anatomy. The initial autopsy report states that the patient had an enlarged heart, and death was likely due to cardiac arrest. Based on the information provided by the surgeon, it was determined that the da vinci s surgical system worked as intended, no system malfunction occurred and the system did not cause or contribute to the patient's demise.

Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon experienced visualization problems due to the patient's anatomy on (B)(6) 2008. After several hours the surgeon decided to convert the procedure to traditional open surgical techniques to complete the prostatectomy. During the open portion of the prostatectomy procedure a rectal laceration was discovered, and a specialist was called in to perform an emergency repair. It was reported that blood loss during the procedure was estimated at 3500cc, fluid replacement was 7500ml crystalloid, four units of packed red cells, and one unit of autogous blood. It was reported that on (B)(6) 2008 the patient was transported by ambulance to an intensive care unit. On (B)(6) 2008 the patient was transferred to a rehabilitation center. On (B)(6) 2012 isi became aware that the patient expired from cardiac arrest on (B)(6) 2012.